Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Functional testing confirmed a leak in the stopcock. A review of the complaint handling database found no other incidents related to leaks for this lot. As part of the investigation, a review of the electronic lot history record (elhr) for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. Based on an expanded investigation, a product issue related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.

Event description:
It was reported that during an unspecified coronary intervention, the pressure gauge on the indeflator suddenly pulled air. The procedure was able to be finished successfully using a second indeflator device. There were no adverse patients effects. There was no clinically significant delay of procedure reported. No additional information was provided. Returned device analysis revealed that the indeflator was not leaking. However quality engineering analysis confirmed a product deficiency of a leaking stopcock from the priority pack.